Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Customer reported changing pump supplies every 3-3.5 days. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 100 mg/dl at time of alarm.